Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose reading of 68 on the ilet, after entering a larger-than-usual carbohydrate amount, and treated with two rounds of glucose tablets; the reading subsequently increased to 70 without a confirmatory fingerstick. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and self-treatment at home. Investigation included troubleshooting and user education on early-use expectations, meal spacing, and usual meal sizing to allow the system to learn. Investigation of this case revealed no device malfunction identified and an event consistent with hypoglycemia of unclear cause, potentially related to carbohydrate entry behavior during the system¿s initial learning period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.